Event description:
It was reported that after the study procedure to 48 hours post procedure, the intracerebral hemorrhage 72x55mm on the left hemisphere, haematocephalus, midline shift 16mm occurred and caused the neurologic deterioration. Based on the site, the hemorrhage was related to the retriever (subject device), index stroke and index procedure. Unknown what type of medical management was performed. The patient subsequently passed away on the same day. Update information: additional information received from the site that the distal embolization was occurred to the left a2 segment during study procedure. There were no technical difficulties but the physician also performing stenting of extracranial ica stenosis using peri-procedural antiplatelet therapy- 250 mg of acetylsalicylic acid. No thrombolytics were used before or during procedure. The cause of the intracranial hemorrhage was probably the large extent of cerebral necrosis in the time of procedure. Intracerebral bleeding in the left hemisphere centered to basal ganglia, with hematocephalus in both lateral ventricles. The procedure was completed successfully. Medical management was done in response to the patient hemorrhage. However, the adverse event intracranial hemorrhage lead to patient¿s death.

Manufacturer narrative:
Section b5: executive summary; updated. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates that the large extent of cerebral necrosis in the time of procedure may have contributed to the patient death. The reported ' patient intracranial hemorrhage', ' patient neurological deficit' and 'death' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that after the study procedure to 48 hours post procedure, the intracerebral hemorrhage 72x55mm on the left hemisphere, haematocephalus, midline shift 16mm occurred and caused the neurologic deterioration. Based on the site, the hemorrhage was related to the retriever (subject device), index stroke and index procedure. Unknown what type of medical management was performed. The patient subsequently passed away on the same day.